Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed the leak was caused by the differential mixing chamber which was not draining or rotating due to a bad solenoid. The fse replaced the solenoid and mixing chamber motor drive, resolving the leak. The fse flushed waste and vacuum lines and verified that the mixing motor drive was rotating and draining properly. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The failure mode is related to a faulty solenoid on the differential mixing chamber. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec), and reported that a few drops of fluid of unknown source had leaked from the right hand side of the coulter lh 500 hematology analyzer. The leak was contained and it was near feed-through fitting ff142. The msds was not reviewed. There is an exposure control / risk management plan in place at the facility. The operator was wearing a lab coat, gloves and eye protection at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No death or injury is attributed to this event and there was no change to patient treatment.